Manufacturer narrative:
Estimated as event was noted at the 45-day follow up, indicating the implant date to be approximately 45 prior.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, a leak of unknown size was discovered around the watchman implant. Intervention was performed by either implanting coils, a vascular plug or a non-boston scientific laa occluder. No additional information is known.